Manufacturer narrative:
The instrument was within quality control specs with respect to controls and reproducibility. Controls were run daily with controls run before and after the incident and recovered within assay limits. The instrument was not serviced for this incident. Raw data analysis was conducted and determine that there was an extra population in the mature red bloodcell/reticulocyte boundary that correlates with the increased reticulocyte% observed. These extra populations appear to be unghosted red blood cells that can result from improper sample preparation or reagent issues. The root cause could not be determined. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This MDR represents event 2 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported. MDR 1061932-2011-00977, 00979.

Event description:
Customer reported erroneous high reticulocyte test results when using a coulter lh 500 hematology analyzer. The test results were determined to be erroneous when compared to a manual reticulocyte count. Erroneous results were not reported out. The customer replaced the reagents and retested the specimens. The retest results were similar to initial recovery results. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 3 events reported by this customer for testing performed on three separate days.